Event description:
It was reported that, during an ukr surgery, when surgeon got to "cut femur" mode handpiece, an error kept popping up not allowing surgeon to cut and move forward with the procedure. Ultimately, the issue caused switching out systems and starting the case over. Surgery was delayed, but it is unknown for how long. The patient was not harmed. The results of investigation indicate that there is an overcurrent error in the siu firmware, which is a reportable malfunction.

Manufacturer narrative:
H3, h6: the device was used during treatment and was returned for investigation along with the log files for review. The initial visual investigation was performed by reviewing the returned log files which showed an "over current" error. Over current errors in the log files are presented as "handpiece exposure motor control failure" messages on the navio system. When the error can only be cleared by rebooting the system, it is indicative of an issue in the siu firmware that randomly causes the handpiece error message and is not indicative of an issue with the handpiece. There was no serial number provided for the DHR review of the siu so it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports of the issue. The relationship of the device and the reported event has been established. The over current error that occurred was due to an issue in the siu. As a result, the root cause of the reported event was electrical component failure.